Event description:
The following was reported to hamilton medical ag: the ventilation-device did not passed the self test. A tf 431002 blower disconnected error message got displayed. The alarm was observable both visually and through hearing. This malfunction is reproducible. There is no patient involvement reported to hamilton. Neither delay in treatment nor harm to the patient, user or third party has been reported to hamilton. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation still ongoing. Information entered in follow up 1: h10: added the route cause and the measures taken. Hamilton medical ag has not received the faulty blower and control board for investigation. Route cause: from the information received and the analysis performed regarding this case, the most probable root cause could be identified as technical defect of the blower and the control board. The user insinuated that the blower and control board were damaged due to drop damage. Measures taken: blower: msp161170 rev. 00 s/n (B)(6) replaced with msp161170 rev. 01 s/n (B)(6). Circuit board: msp161502 rev. 03 s/n (B)(6) replaced with msp 161502 rev. 10 s/n (B)(6). Service software was successfully completed. Uploaded the closure report from bfarm germany.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4) . Investigation still ongoing.

Event description:
The following was reported to hamilton medical ag: - the ventilation-device did not passed the self test. A tf 431002 blower disconnected error message got displayed. - the alarm was observable both visually and through hearing. - this malfunction is reproducible. - there is no patient involvement reported to hamilton. - neither delay in treatment nor harm to the patient, user or third party has been reported to hamilton. The investigation is still ongoing.